Event description:
It was reported that bd q-syte closed luer access device fluid was not able to flow through the device. The following information was provided by the initial reporter: on (B)(6) 2025, the patient was diagnosed with acute leukaemia and was given an infusion of anti-inflammatory drugs to fight the infection. When the fluid was administered through the implanted port connected to the q-syte tm septum needleless injection cap, no fluid was delivered. The tube was then flushed with 10 ml of saline solution, but there was still significant resistance and severe blockage. In order to administer the medication to the patient in a timely manner, the patient agreed to have another needle inserted for the infusion. The nurse continuously checked the infusion device and finally replaced the q-syte tm septum needleless injection cap, after which the blood flowed smoothly without resistance and the tube was flushed smoothly.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
A device history record review was completed by our quality engineer team for provided material number 385100 and lot number 4061300. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported issue, and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
No additional information